Event description:
It was reported that this pacemaker inappropriately stored an atrial tachy response (atr) episode. Boston scientific technical services (ts) was consulted and discussed the episode was not due to a true atrial arrhythmia. It was also discussed that this could be due to electromagnetic interference (emi) noise. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.